Event description:
The customer reported that the insulin pump had moisture under the display and a crack in the screen by the up arrow. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. In addition, the device had a cracked case at the display window.